Event description:
The customer contacted their distributor to report that their device had a depleted pad-pak and therefore, could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. The investigation confirmed low battery fails in the device memory, confirming the reported fault. The device underwent extensive testing of all critical functions, performing to specification throughout. No fault was found on the sam 350p that would have resulted in a low battery fail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device had a depleted pad-pak and therefore, could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.